Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no unexpected restart error alarm and external flash error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had multiple pump error. Customer¿s blood glucose level at the time of incident 148 mg/dl and current blood glucose is 48 mg/dl. Troubleshooting was not done for low blood glucose. The troubleshooting was performed for insulin pump errors. The self test was performed and it was passed. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and advised to revert to back up plan. The insulin pump will be returned for analysis.